Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they broke their leg when they had a low blood glucose event. The customer reported the ambulance was called for treatment of the low. Customer was hospitalized for the event and had surgery on their leg. The customer's blood glucose was 42 mg/dl during the time of the low. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.